Manufacturer narrative:
(B)(4). Concomitant medical products: 113956, lg hybrid glenoid base 4mm, 076130; us-115740, compr nano hmrl pps 40mm, 427500; 118001, versa-dial/comp ti std taper, 816430; 113063, versa-dial 54x21x64 hum head, 838310. The investigation is in progress. Once the investigation is completed a follow up MDR will be submitted . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06280.

Event description:
It was reported that the patient began experiencing mild pain, instability, and tenderness on the top of the shoulder approximately two (2) years post-implantation of a right reverse total shoulder arthroplasty. No other additional information is available.

Manufacturer narrative:
The following report is being submitted to relay additional information received. The complaint is confirmed based on the clinical notes and x-rays that were provided. Per x-ray review, glenoid radiolucency was identified in zone 4. There was no glenoid component osteolysis or migration. There was no humeral radiolucency, osteolysis, migration, subsidence, or fracture. Review of device history records found these units were released to distribution with no related deviations or anomalies. A root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.